Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to device non-use and the patient requiring MRI scan. There are no plans to re-implant the patient with a new device as of the date of this report.